Event description:
Additional information received - the reporter stated the injector tore a corner off the lens while being inserted, there was no patient contact. The injector was the cause of the lens damage.

Event description:
The facility reported a cc4204a collamer aspheric single piece lens was not implanted due to lens had crease/tore. Additional information was requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (Other): lens not returned. Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Other text: lens not returned.

Manufacturer narrative:
(B)(4).